Event description:
The customer stated that he was diagnosed with dementia a couple weeks ago. The caller stated that he was attempting to figure out the settings at midnight, and he requested assistance with it. The customer stated that his glucose level dropped in the middle of the night and paramedics were called and gave him sugar. Troubleshooting was declined as customer stated that he did not eat and went to bed. The caller mentioned that he has been running high due to his basal rates being incorrect. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.